Event description:
After received two rounds of coolsculpting on three parts of my body, I developed pah (paradoxical adipose hyperplasia) in both my abdomen and my back. Because of this irregular shape and toxic fat tissue, my only corrective option is surgery. On (B)(6) 2022, (B)(6) dermatology follow up assessment. Implant was put in on (B)(6) 2021. FDA safety report ID # (B)(4).